Event description:
The pt was implanted with a left ventricular assist device. A report was received through the device tracking system which indicated that the pt expired with the cause of the expiration being noted as "mcp." The info received from the hosp staff indicated that the immediate cause of death was respiratory arrest. The death was due to consequence of large intraparenchymal hematoma. It was reported that the pt was admitted on (B)(6) 2013 and the pt expired on (B)(6) 2014. According to the hosp, a pump return is not expected. No further info is available at this time.

Manufacturer narrative:
Based on info provided and due to the pump not being available for eval, a specific cause for the reported event could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further info is available. The manufacturer is closing the file on this event.